Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy/ inadequate coverage with the original lead placement. As such, surgical intervention took place on (B)(6) 2025 wherein the leads were repositioned to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.